Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user hit his head over the implant area leaving a visible mark and hematoma. Hearing performance with the device was affected; it had been good prior to the accident.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user hit his head over the implant area leaving a visible mark and hematoma. Hearing performance with the device was affected; it had been good prior to the accident.